Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to reset the pump, and the malfunction did not recur after the reset. The customer successfully resumed insulin deliveries. The customer was advised to contact technical support if the malfunction recurs within 24 hours or if any other issues arise.